Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead had failed to extend. The lead was also damaged. The lead was not used, and a new lead was implanted. The patient was discharged with no reported adverse consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned. Visual inspection found the helix to be retracted and clogged with blood. X-ray examination found no anomalies to the lead body. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing was normal. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood.